Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vein in the left forearm. A 5.0mmx20mmx143cm fg coyote nc mr, (B)(4) (nc quantum apex¿) balloon catheter was advanced to dilate the lesion. However, during the first inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient's status was good.